Event description:
Attempted intubation using glidescope by anesthesia, initial attempt with blurry picture, second glidescope obtained, still blurry, machine switched, still blurry. Finally third attempt with new scope clear but due to swelling case was aborted. Case was competed next day without difficulty. No harm to patient, 1 day delay in procedure.